Manufacturer narrative:
The field service engineer checked the analyzer and found a faulty sample probe reset. He removed and installed a sample probe, and cleaned and adjusted the storage position. The ultrasonic mixer (usm) vessel was cleaned. The field service engineer ran a reagent prime and performed ise checks, precision testing, and quality controls. All results were acceptable, confirming that the instrument is running back within specification. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant na results for 17 patient samples tested on a cobas 8000 ise 1800 module. Please refer to the attachment "pt-77607" for all relevant results. The initial questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.